Event description:
It was reported that pump displayed malfunction alarm for motor with code 9, and no unusual events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to reset pump, confirmed malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction alarm returned, which caller acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.